Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n234 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n234 shows no trends. Mallinckrodt performed additional investigative activities related to centrifuge bowl leak/break complaints due to an increase in complaints observed for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 100ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer will return the smart card and photographs for investigation.

Manufacturer narrative:
Correction: b3: date of event: (B)(6) 2025. The smart card and photographs were provided by the customer for evaluation. The complaint kit was not returned. The customer provided photographs show the centrifuge bowl placed in the bowl holder in the centrifuge chamber. There is no obvious sign of a bowl break/ blood leak from the bowl assembly or any blood present in the centrifuge chamber from the photographs. The smart card data shows that a prime was initiated and an alarm #66: collect pressure error alarm occurred, and a technical alarm 130 occurred after 98mls of whole blood was processed. A material trace of the components used to build the centrifuge bowl assembly in lot n234 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. There is a 100% leak test of the finished kits containing the bowl assemblies on the dual occlusion leak test on the production line. There is also a 100% visual inspection in place on the production line at the pack operation where the kit is inspected for any non-conformities. The bowls are inspected at this operation for any damage and no issues were observed when the kits were packed for shipping. The reported centrifuge bowl break could not be confirmed based on the available information. No further action is required at this time. This investigation is now complete (B)(4). (B)(6). 11-jun-2025.